Event description:
It was reported that the user's ilet was not receiving glucose readings because the freestyle libre 3 plus sensor had been scanned only with a phone and not paired through the ilet app; after guided pairing, the ilet indicated successful connection and insulin delivery resumed. Symptoms included hyperglycemia with a blood glucose value of 501 mg/dl that decreased to 220 mg/dl after intervention. Outcomes included temporary elevated glucose requiring user-entered blood glucose and continued monitoring without hospitalization. Investigation included review of device data and user troubleshooting with education on correct sensor pairing and data flow to the ilet. Investigation of this case revealed that initial lack of cgm data to the ilet interrupted automated insulin adjustments, and proper sensor pairing resolved the issue. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.